Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they were unable to increase stimulation past 5. The patient tried increasing stimulation prior to the call. The patient reviewed that due to where they lived/their home environment, they would sometimes have a hard time getting a signal/connecting programmer to ins. While on the call the patient was able to successfully connect the programmer to the ins on their own without assistance. The patient confirmed seeing the upper limit indicator upon increase. Patient services reviewed programming for upper limit and the patient was going to follow up with the healthcare physician (hcp) to discuss upper limit programming. Additional information was received from the patient in the form of a patient letter on 2019-jul-08. In response to the inquiry for the circumstances that led to the patient sometimes having a hard time getting a signal/connecting the programmer/implant the patient stated ¿change to device programming.¿ in response to the inquiry for steps taken to resolve the inability to increase past 5 due to the upper limit screen, the patient replied they made an appointment with the healthcare physician (hcp) for a program change. There were no symptoms reported and there were no further complications reported/anticipated.